Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). The pace impedance was measured at 1900 ohms at a device replacement procedure and had been increasing since the procedure, but has been functioning appropriately. Additionally it was noted that the detected r-wave amplitude was 2.7 millivolts. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). The pace impedance was measured at 1900 ohms at a device replacement procedure and had been increasing since the procedure, but has been functioning appropriately. Additional information received indicates the ra pace impedance measurements has chronically been high and the clinic plans to continue monitoring this patient with no intervention planned at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
This supplemental report is being filed as additional information was received. It was reported that this right atrial lead was surgically abandoned and replaced due to high out of range pace impedance measurements. No additional adverse patient effects were reported.